Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-13730. It was reported the patient experienced ineffective therapy. As a result surgical intervention may occur to address the issue.

Event description:
Additional information received indicated the patient's system was explanted to address the issue. A new system was implanted on (B)(6) 2022.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.